Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial channel. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the reported noise resulting in oversensing an inappropriate mode switch was believed to have been due to a malfunction of the atrial lead. No allegation of malfunction was alleged against the pacemaker.